Manufacturer narrative:
(B)(4): previously reported in error, corrected to yes in this report.

Event description:
This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
During a facial fracture (zmc) procedure, the surgeon was using the threaded reduction tool to reduce the facial fracture. Surgeon screwed the threaded reduction tool by hand (self-drilling) into the pt's left zygomatic arch. The threaded reduction tool broke. Approx 5mm of the threaded reduction tool was not retrieved and remains threaded in the pt's zygoma below the surface of the bone. Surgeon used another threaded reduction tool to complete the procedure. Procedure was extended by 5 mins.